Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of cancer, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Patient reported being injected with 3 syringes of juvéderm® volux® xc into the jawline. Patient stated 5 months after injection they received chemotherapy for a recent non-device related cancer diagnosis. After the chemotherapy, patient experienced non-device related inflammation and pain along their jawline. Patient states the symptoms in the jawline have resolved. Patient later stated they were injected in the lips 2 years ago with an unknown juvéderm ultra and unknown juvéderm volbella. Patient states 2 weeks after the symptoms in the jaw resolved, their lip filler became "reactive". Symptoms are ongoing. This is the same event and the same patient reported under patient identifier cn-068848 (emdr-22602) and cn-068847 (emdr-22601). This emdr is being submitted for serious unexpected adverse drug experience of suspect product, juvéderm® volux® xc.